Event description:
It was reported that the lead was returned to the manufacturer after being removed. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event. Additional information was received that the lead was removed due to the patient being deceased, a cause of death was requested but not reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation had metal ion oxidation (mio). It was also noted that the proximal conductor had blood (not obstructed) and there was cosmetic environmental stress cracking on the outer insulation. Concomitant products: e2dr33 implantable pulse generator (ipg), (B)(6) 2004; 4457 competitor implantable pacing lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The date of death is unknown and was entered as the receipt date of the lead.

Event description:
It was reported that the lead was returned to the manufacturer after being removed. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.